Event description:
Reporter, stated having high results on blood glucose monitor, however values were not provided. Reporter stated the last three values in the suspect device were 218, 268, & 334 mg/dl, however the normal glucose rnage was not provided. Reporter allegedly took insulin but stated being unsure if it was before or after the glucose result. Reporter's allegedly had an insulin reaction. Reporter's blood glucose monitoring result = 150 mg/dl. Paramedics were called and their glucose monitoring result = 150 mg/dl. Reporter was taken to hospital by paramedics. Hospital blood glucose device result is 37 mg/dl . Reporter was allegedly treated for low blood glucose, however the type of treatment was not provided. A request was made for the return of the suspect device and replacement product was sent.